Manufacturer narrative:
The customer returned the contour plus test strips lot # 8dlhd01c for evaluation. Another bottle of test strips and contour plus meter were not returned. An in-house testing was performed using the returned strips with in-house contour plus meter and the results were lower than expected. An in-house testing was also performed using in-house meter and in-house test strips from lot # 8dlhd01c, which gave satisfactory performance. No additional tests were found within in-house meter's memory. A device history record was also reviewed for the suspected contour plus meter and no manufacturing anomalies were found.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided. This event is related to MDR # 1810909-2019-00442.

Event description:
The customer from (B)(6) reported that there was an extra reading in the memory of his contour plus meter. The customer stated that he had performed two tests on his meter, however, the meter's memory showed three readings. Additionally, during troubleshooting, the customer service mode of the meter showed that 4 tests were run. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.